Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter performed back to back blood glucose tests and got results of 141, 186, 166 and 161 mg/dl. Tests were done using separate fingersticks. There were no symptoms. A control solution test result was 235 within range. There was no allegation of harm. On follow-up, reporter stated that he is getting "better numbers" since opening a new vial of strips.